Event description:
During the coil embolization procedure, the orbit coil systems (638cf0615/1545159 and 638cf0510/15236986) would not advance in the microcatheter (mc) just after it passed the y-connector, and the orbit 3x6 (637mf0306/15551686) coil stretched during insertion into the target aneurysm. The coil introducers were completely seated in the microcatheter hub. During insertion, the y connector was opened sufficiently to allow the passage of the coil introducers, and the touhy or y connector was closed to secure the coil introducers and prevent movement. No damages were noticed on any section of the delivery systems/introducers that may have contributed to the event, and there were no issues during removal from the plastic hoop that might have contributed to the event. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. After the event, besides the reported events, no other damages were noted on the devices (delivery systems/coils/introducers (unraveled, stretched, kink, bend, fracture, separated, etc). There was no patient injury reported with the event, and the devices were received for analysis.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure, the orbit coil systems (638cf0615/1545159 and 638cf0510/15236986) would not advanced in the microcatheter (mc) just after it passed the y-connector. The orbit 3x6 (637mf0306/15551686) coil stretched during insertion into the target aneurysm. The coil introducers were completely seated in the microcatheter hub. During insertion, the y connector was opened sufficiently to allow the passage of the coil introducers, and the tuohy or y connector was closed to secure the coil introducers and prevent movement. No damages were noticed on any section of the delivery systems/introducers that may have contributed to the event, and there were no issues during removal from the plastic hoop that might have contributed to the event. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. There was no resistance/friction noted between the coil system of the orbit that stretched and the microcatheter. It is not known if the coil was left in the aneurysm while the microcatheter was reposition. After the events, besides the reported events, no other damages were noted on the devices. There was no patient injury reported with the event. A non-sterile orbit mini complex fill 3x6 system was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer, the support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The cause of the kinks found on the device and the conditions of the embolic coil could not be conclusively determined. With review of the analysis and the device history records there is no indication of a relationship to the manufacturing process. It is possible that procedural factors such as device manipulation during placement into the aneurysm may have contributed to the event; however, based on the limited available information, no conclusion can be made. Inspections are in place to prevent this type of failure from leaving the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A non-sterile orbit mini complex fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer, the support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil- unraveled/stretched" was confirmed. The cause of the kinks found on the device and the conditions of the embolic coil could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.